Event description:
The customer reported that the fourth image in a study of four images came out grey. The technologist performed a study with 4 images. The first 3 images were normal, but the last image was corrupted. The preview image (thumbnail image) on the fourth image was good, but the full size image was gray. The patient image had to be retaken resulting in unintended radiation exposure.

Manufacturer narrative:
The technologist confirmed that the patch files for version (B)(4) had not been installed on this system. The local service engineer installed the patch files as outlined in latest service instruction document. (B)(4).